Event description:
Per the spouse, the patient cried out for help. The patient was found with feet on the floor and head and arm wedged between the mattress and siderail. Spouse called 911, but the patient expired.